Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the inner tubing was kinked/buckled, there was blood in/on the helix mechanism (sleeve head) and there was blood in/on the helix mechanism.

Event description:
It was reported that a few weeks after implant the patient complained of chest pain which was believed to be due to a micro perforation and there was about 500cc's of blood from around the heart (within the pericardial sack) which was removed. The lead was extracted and the new lead was implanted. No further patient complications have been reported as a result of this event.